Manufacturer narrative:
The lens was not available for evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, device design may have contributed to the event. Corrective measures have been identified to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.

Event description:
Reportedly, the haptic/optic junction of an intraocular lens was broken during insertion. The lens was removed intraoperatively. The incision was enlarged to remove the lens and another iol of unknown model and diopter was successfully implanted. Additional information was requested but not received.

Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested, but not received. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.